Manufacturer narrative:
The failed power cord has been scrapped, therefore, the part will not return and no failure analysis can be performed. The exact cause of the failure could not be determined. The failed power cord has been scrapped, therefore, the part will not return and no failure analysis can be performed.

Event description:
A customer reported their (B)(4) ultrasound¿s power cord had burned and melted on the plug near the wall outlet the philips service engineer confirmed the problem and replaced the power cord to resolve the issue. No patient or user was harmed as a result of the incident. After replacing the power cord, the system passed all tests and was returned to service.